Event description:
It was reported that, the patient with the implantable cardioverter defibrillator (ICD) system received an inappropriate shock due to noisy signals oversensing. The technical services (ts) provided troubleshooting options and the device was reprogrammed to secondary vector after troubleshooting with no possibility to reproduce the signals. The patient had followed ups, and everything was as expected. This s-ICD remains in service. No additional adverse patient effects were reported.